Manufacturer narrative:
The reported condition of leak was confirmed. Leak was observed from the check valve from the underwater pressure test. Visual inspection was performed on the check valve and it was observed that the inlet port has been chipped off, thus causing it to leak. The chip off appeared to be caused by an external force. Batch review was performed on the reported batch with no abnormality observed. The manufacturing processes were reviewed with no abnormality observed. An assignable root cause could not be determined. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
A leak was observed at the junction between the check valve and the manifold. The set had been used for 1 day. The reported condition occurred during patient use. No patient injury or medical intervention occurred.